Manufacturer narrative:
Device code 2017 - excessive force the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an aortic endoprosthesis procedure. Reportedly, the metal guide portion of the proglide device bent due to force which was applied due to the artery angle. After suture deployment, the lever was closed completely; however, the foot of the proglide was unable to be retracted. The foot separated and remained in the patient. Surgery was performed to remove the proglide device/foot from the vessel and to repair the artery as there was tissue damage. There was a clinically significant delay in the procedure as a result of the surgery. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide break and bent guide were confirmed. The reported foot separation was confirmed. The difficulty to retract the foot could not be tested due to the condition of the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, excessive force was applied due to the artery angle. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report additional information was received: additionally, "the plastic part" broke. No additional information was provided.